Event description:
Adverse event(s): "no patient injury" (no consequences or impact to patient). Product problem(s): "no extrusion on viscous fluid control (vfc)" (extrusion). The nurse reported there was no extrusion on viscous fluid control (vfc). The system was switched out to complete the case. No patient injury was reported.

Manufacturer narrative:
The company service representative examined the system and could not duplicate the problem reported. The system parameters were checked, the vfc function was checked, and the vfc port was checked. All were within specifications. The system was then tested and met all product specifications. (B)(4).